Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the implant 'disappearing' when trying to locate it to connect was determined to have been most likely cause by user problem. The steps taken to resolve the issue as to provide education. The healthcare provider(hcp) stated they did not know the patient had an issue with locating the implant, it was unknown if the issue had been resolved. The steps taken to resolve the issue of the implant feeling like it slipped was not reported, it was unknown if the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Removed codes e2324, a071102 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient reported their implant feels like it has slipped down some. Patient denied any recent falls/trauma to implant site that they know of. Patient stated they did have a botox treatment for their bladder "all at once" and they put in a pessary (to hold their bowels up) but reported since then "things don't seem to be working right anymore" so they are going back to their managing healthcare provider(hcp) on monday to take the pessary out. Patient reported they have been having "trouble with my bladder and my bowels" (agent unable to clarify this). Patient stated this all started right after they went in for the pessary on march 6th, but then reported they were sort of having trouble with their bowels before then (patient reported having trouble with constipation).  Patient was having trouble locating implant on the call when trying to connect and stated when they pushed on the implant on the call to try to locate it, "it disappeared". Agent documented information patient provided and focused on patient's reason for call due to the nature of the call (patient's reason for call was for assistance with MRI mode). Patient was redirected to their healthcare provider. Provided patient with ts phone number for healthcare provider if needed.